Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump's battery lasting less than 1 week. Pump successfully downloaded traces and history file using thump. Pump passed active current measurement, self test, and displacement test. However, unit received with unexpected battery power loss and had high sleep current. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba swapped pcba 2 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the pump history on (B)(6) 2021 at 7:26pm and on (B)(6) 2021 at 2:25pm. Therefore, battery change occurred in less than 1 week. At p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, keypad overlay peeling, and cracked case (battery tube). In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current due to moisture damage on the pcba 2 board. Swapped pcba 2 board with a test board and sleep current measurement passed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.